Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information and the completed investigation. Additional information has been provided. One 6fr angio-seal evolution was received for product evaluation. The hemostasis sheath was returned mated with the handle/carrier tube assembly. The returned device was subjected to visual analysis. There was no portion of the suture visible. The button was in the 'hard' position suggesting forward movement of the gearbox. The upper handle was then removed from the lower handle. There was no suture attached to the spool in the gearbox assembly. The gearbox was then removed from the lower handle and rotated. When the gearbox assembly was rotated, the suture stake fell out of the hole in the spool. The outer diameter of the suture stake was measured and confirmed to meet manufacturer specification. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation, it is likely that excessive withdrawal force was applied on the device handle which led to ejection of the collagen from within the artery and the concomitant detachment of the suture. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on september 6, 2018. The collagen was pushed under the skin, and the suture was cut above the collagen. Derma bond and steri strips were used to secure the suture to the skin. There was no testing performed, the patient was admitted and observed. A pre-deployment angiogram was performed.

Manufacturer narrative:
Date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician deployed an angio-seal evolution, and the plug did not deploy during the bilateral femoral angiogram/angioplasty. The patient was in stable condition. Additional information was received on september 5, 2018. It was a left femoral access case. As the physician went to seal the puncture site, as he pulled back, the collagen plug came out of the access site completely, leaving the suture behind. He cut the suture and glued the access site closed, and placed steri-strips on it and held pressure.